Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result the patient had surgical intervention on (B)(6) 2018 wherein the ipg was relocated. Issue resolved